Manufacturer narrative:
This supplemental MDR is being submitted to capture the investigation details. There were no health consequences or impact to the patient. This event is not reportable. The reported event was confirmed, cause unknown. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collection canister, lid, collection tubing with elbow connector, pump tubing and external power cord). There were no cracks present on the canister. There was no residue present in cannister or tubing. The stop valve was working properly. There was light and sound indicating function. Functional evaluation of the returned sample noticed the device failed with a value of 0.067 slpm at start and 0.106 slpm after 10 sec. Further visual evaluation revealed that there was residue in the inner tubing near the pump and base of the unit. Corrosion was also found on the pcba. Product labeling was reviewed for this investigation, and the labeling is found to be adequate as it states: failure to clean and/or replace accessories may affect the performance of the system. The useful life of the collection canister and tubing is 60 days. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick urine collection system and is not covered under the warranty." As the product is not sold sterile and the reported event was not related to sterilization, a sterilization record review is not required. As the reported event does not involve a serviceable capital equipment device, a service history review is not required. The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. The initial reporter's zip code is (B)(6). Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient said the pw has suction issues. Patient has not ordered since 2024. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Event description:
It was reported that the patient said the pw has suction issues. Patient has not ordered since 2024. It is unclear if troubleshooting was performed or lot number requested. No medical intervention or patient impact reported. No additional information provided. (Used with female wicks).

Manufacturer narrative:
The initial reporter's zip code is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.